Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The console logs from the reported day of the event are consistent with the complaint. The logs showed multiple instances of the following error "impella stopped (currents mismatch) - alarm issued event #119", "impella stopped. Retrograde flow. - alarm issued event #18, and "pmd has detected a pump speed deviation - alarm issued event #138". Long term and real time logs showed a spike in motor current after it drops to zero along with the pump flow and motor speed drops to zero. The console was returned. A visual inspection of the internal circuitry of the console did not reveal any issues. The console was tested with a known good pump and purge system, and no anomalies were observed during testing. The root cause for the pump stop was not related to any problems with the aic. No issues were found within the aic.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an automated impella controller failure error while in use on a patient with an impella 5.5 pump for cardiogenic shock. The pump was rapidly weaned and explanted. No harm or injury was noted. The patient survived the procedure.